Manufacturer narrative:
The customer's reported complaint of the autopulse platform displayed user advisory (ua) 41 (patient temperature sensor failure) error message was confirmed in the archive review and during the initial functional testing. Temperature sensor cable was replaced to remedy the fault. Visual inspection was performed and found no physical damage to the autopulse platform. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, encoder drive shaft does not rotate smoothly, exhibits binding and resistance. The sticky clutch plate was deburred. Following the repair, the platform passed all functional testing criteria and met all required specifications. During functional testing, the platform displayed (ua) 41 upon powering up, thus confirmed the reported complaint. Review of the archive data indicated multiple error messages user advisory (ua) 41 occurred on (B)(6) 2018, rather than on the reported event date given by the customer of (B)(6) 2018. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 41(patient temperature failure) error message. Additionally, customer requested preventive maintenance for the platform. No patient involvement.